Event description:
Additional information provided by customer. The event was found before the intervention began and the tower was replaced.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. See updated sections b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the device turning off as soon as it was turned on, the beep continuing to sound, the device having to be turned off to prevent a response, error code e03, and the pressure setting switch not operating normally occurred due to a failed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use of the high flow insufflation unit, as soon as the device was turned on, it turned off. The device also kept beeping, and unit had to be turned off because it did not respond. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a failed circuit board that caused the pressure setting switches to not work properly. The e03-excessive pressure when inflated pressure sensor is also included. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.